Event description:
Customer reported receiving inaccurate readings on their adc blood glucose meter. Customer reported receiving readings of 120 mg/dl and 248 mg/dl within 10 minutes. It is unclear which reading was from the adc meter and which was from the lab, but the results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.